Event description:
It was reported that on (B)(6), 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation with a grade of 4 on a patient with a prolapsed posterior leaflet and small indentation. A mitraclip ntw was inserted and deployed on the mitral valve, reducing mr to a grade of 2 on (B)(6), 2026, at a one month follow up appointment, an echocardiogram was performed and revealed a torn posterior leaflet and that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to mild.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.